Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 400 mg/dl). Customer has been alternating between using the pump and manual injections for insulin therapy.